Event description:
It was reported that following an injury sustained after jumping from steps at height, an initial ankle fracture fixation procedure was performed approximately sixteen (16) months ago. The patient was treated with metalwork fixation and placed non-weight bearing in a cast with a planned duration of six weeks. Approximately one (1) month following the initial procedure, the patient was seen in clinic with a slightly swollen and stiff ankle and was referred to physiotherapy. The patient did not attend four scheduled follow-up appointments. The patient remained immobilized in a cast for approximately four (4) months rather than the planned six weeks. Approximately twelve (12) months ago, the patient re-presented with increased pain and restriction to dorsiflexion, and a decision was made to proceed with the removal of the metalwork. The date of removal, if performed, and the patient outcome have not been reported. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b3; b4; b5; b7; d2; d10; g1; g3; g6; h1; h2; h3; h10. B3 correction: the date of the event is unknown. D10: associated product information, part (lot): ¿ 47483501401 (65847633). ¿ 47483501601 (65335672). ¿ 47483501801 (65901451). ¿ 47483501801 (65271213). ¿ 47483502001 (65031972). ¿ 47483503201 (63248502). ¿ 47483504501 (65299862). ¿ 47484001000 (62852895). ¿ 47484001600 (65031788). ¿ 47484002400 (63290152). ¿ 47484003501 (63635448). If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.the following sections were updated: b4; b5; d2; d4; g1; g3; g6; h1; h2; h3; h4; h6. The reported event could not be confirmed due to a lack of product/information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported through a study database that the patient experienced pain during weight bearing and limited dorsiflexion with a possible relationship to the device. The symptoms were reported as not related to instrumentation or the procedure. The patient has received no treatment to date and was awaiting removal of the metalwork. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: concomitant medical products, part (lot): 47493500903 (unknown). Associated product information: unknown zps screws (unknown). G2: foreign - event occurred in united kingdom. Attempts have been made to gather all product identification information, and no further information has been provided. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.